Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
We were notified on 5/20/2025 that a zilver vena (ref: (B)(4), lot c1799625), which was placed in a right external and common iliac artery on (B)(6) 2021, was found migrated to the right atrium and ventricle, across the tricuspid valve. The patient, at this time, is minimally symptomatic and under care of cardiothoracic surgery at st francis hospital in hartford for attempted endovascular retrieval. Outcome is unknown at this time. The patient has minimal symptoms.

Manufacturer narrative:
Device evaluation: the zvt7-35-80-12-100 device of c1799625 lot number involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records: prior to distribution, all zvt7-35-80-12-100 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for zvt7-35-80-12-100 of lot number c1799625 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: n/a. Instructions for use and/label: the indication for use section of the instructions for use (ifu0091) which accompanies this device instructs the user to: ¿the zilver® vena¿ venous stent is indicated for improving luminal diameter in the iliofemoral veins for the treatment of symptomatic iliofemoral venous outflow obstruction.¿ there is evidence to suggest that the customer did not follow the instructions for use. From the information provided it is known that the device was placed in a right external and common iliac artery. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use, indications for use or contraindications of the device. From the information provided it is known that the device was placed in a right external and common iliac artery. As previously noted, the stent is indicated for improving luminal diameter in the iliofemoral veins. There have been several attempts made to obtain information and elaborate on description of event. Should additional information be made available, the file will be updated accordingly. Abnormal use complaints are considered to be beyond any further reasonable means of interface ¿ related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, ztv7-35-80-12-100 was found migrated to the right atrium and ventricle, across the tricuspid valve. Confirmed quantity, 01 device was confirmed used. According to the initial reporter, the patient outcome is unknown at this time. The patient has minimal symptoms. ¿the patient, at this time, is minimally symptomatic and under care of cardiothoracic surgery at st francis hospital in hartford for attempted endovascular retrieval.¿ as per medical advisor a severity of +4 (attempted endovascular retrieval) has been assigned. Investigation findings conclude that definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use, indications for use or contraindications of the device. Complaints of this nature will continue to be monitored for similar events. Complaint is confirmed based on customer and/or rep testimony.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 30-jul-25.